Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g4,g7,h2,h6,h10. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the white plunger of the delivery device. There were no visual defects observed on the intact deployed aortic cutter. The delivery device was observed inside the loading device. The seal was observed in the loading device window. There were no cracks or delamination observed on the seal. Based on the non-return of the device as well as the photographic evaluation, the reported failure "crack-seal" was not confirmed. The lot # 3000323857 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) there was breakage on the seal. They used another hs to complete the surgery. There was no procedural delay. There was no harm due to the defective device.